Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "false 'upstream occlusion' alarms". The ultrasonic sensor readings were found to be below sped. The ultrasonic sensor tail pins were round to have cracks. Additionally, the eval of found fluid intrusion in the crystal housing pockets of the ultrasonic sensor. All of these findings are know causes of fals "upstream occlusion" alarms. The ultrasonic sensor and ultrasonic pusher were replaced.

Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device falsely alarmed "upstream occlusion". There was no pt involvement.